Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided: date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, (B)(6), manufacture date ¿ ni. This report is 2 of 3 mdrs filed for the same journal article (reference 3002806535-2016-00310, 00311 & 00312).

Event description:
Information was received based on review of a journal article titled, "cemented compared to uncemented femoral stems in total hip replacement for displaced femoral neck fractures in the elderly," which aimed to compare the effectiveness and safety between modern cemented femoral stems and modern uncemented femoral stems in patients 65-79 years of age treated with total hip replacement for femoral neck fractures. A total of 69 patients were included, with 35 patients receiving competitor cemented femoral stems and 34 patients receiving bi-metric uncemented femoral stems. Although the study commenced early due to lack of enrollment, an interim analysis showed complications were significantly higher in the uncemented group. The authors concluded that uncemented femoral stems are not recommended for the treatment of femoral neck fractures in the elderly. One (1) patient was identified in the article that experienced stem instability. There has been no further information provided and the patient outcomes are unknown.